Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience low blood glucose was 22 mg/dl and insulin pump had battery failed alarm as well as damage. Customer's blood glucose value was 240 mg/dl. The customer stated that batter cap looks loosed. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All operating currents are within specification. No unexpected failed batt test alarm or low battery alarm noted during testing. No battery cap damage noted during visual inspection. Device received with missing serial number label. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).